Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was admitted to the hospital after the device delivered eight shocks to convert a ventricular fibrillation (vf) episode. Technical services (ts) was consulted, and upon review of the available information, ts noted that two episodes were stored in the device. During the first episode, the rhythm was converted for a short period of time before returning to vf. The episode was noted to have ended approximately thirteen minutes after the last shock. During the second vf episode, ts noted that the rhythm was converted after the device delivered one shock. The patient was believed to be on a ventilator; however, this was not confirmed. The ICD remains in service. No additional adverse patient effects were reported.